Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 120-130mg/dl - fasting. Strip expiration date is 06/29/2018 and strip open date is (B)(6) 2015. Reviewed meter memory: 112mg/dl (B)(6) 2015 01:27:00 pm fasting:yes; 167mg/dl (B)(6) 2015 05:29:00 am fasting:yes; 116mg/dl (B)(6) 2015 08:59:00 pm fasting:yes; 113mg/dl (B)(6) 2015 04:44:00 pm fasting:yes; 135mg/dl (B)(6) 2015 04:59:00 pm fasting:yes. Customers concern: 167 mg/dl on (B)(6) 2015 at 5:29 am. The customer is comparing the results of her meter against a competitor meter. The customer is testing twice a day (fasting) and is on medication. The customer is storing the meter and test strips in the kitchen.